Event description:
Sales representative reported via phone call that the insulin pump alarmed motor error and the customer experienced high blood glucose and fainted at the clinic. Customer was treated with manual injection. It was stated that the motor error had occurred during the night a few days ago but the customer ignored it and it then happened again the night prior to the call during basal delivery. The customer also received a no delivery alarm and woke up with high blood glucose and ketones. Blood glucose value was 6.2 mmol/l. It was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.